Manufacturer narrative:
The pod was received undeployed. A drive stall occurred at the end of second prime. Initial observation of the ratchet gear found that it was not in position to release the release bar, though it was close. The needle mechanism deployed normally when the ratchet gear was manually rotated. The drive stall was replicated when the pod was reset and made to undergo priming. The hook talons slid over the ratchet gear instead of catching the ratchet gear teeth.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported they were trying to activate a new pod but the needle never deployed.